Event description:
It was reported that while using plate tsa sb 5% 100mm 10ea contamination occurred. The following information was reported by the initial reporter: "plates in bad conditions." Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details.

Manufacturer narrative:
H6 investigation summary: a claim was received from the client grupo larochelle where contamination was reported in a unit with catalog plate 220150 lot 2201487 for which the following was reviewed: review of the batch file: verifying that all the processes were followed effectively during the manufacture of the product, likewise the batch was analyzed by the quality control department and the results were satisfactory for the release of the batch. Analysis of client samples: the client sends a photograph where the identification of the package bag that corresponds to the reported batch can be observed, as well as a unit with the presence of bacterial contamination. The arrangement of the colonies present suggests that the contamination is due to the partial opening of the plate in a contaminated environment, since the colonies are close to the edge of the plate and are not evenly distributed. This type of growth can also be observed by splashing, for example from the condensation water itself, however in this photograph its presence is not observed. Analysis of retention samples: the retention samples (40un) were reviewed without detecting the presence of microbial growth neither on the surface nor internally. Conclusion: it is concluded that the event reported by the client is classified as confirmed based on the photographic evidence provided by the client, however, a root cause attributable to failure in any of the controls in the processes during the production process was not identified. Or storage while the product was kept under the custody of bd. It is worth mentioning that the surface contamination defect of the ppm medium prepared product is classified as a major defect with an aql of 2.5, so a single contaminated plate is acceptable within the specification criteria.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using plate tsa sb 5% 100mm 10ea contamination occurred. The following information was reported by the initial reporter: "plates in bad conditions." Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details.